Event description:
It was reported that following a percutaneous coronary intervention, in-stent restenosis and deformation occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left circumflex artery. The lesion was pre-dilated with a 2.5x30 non-bsc balloon catheter. Ivus was used. A 2.75 x 38 mm promus element plus stent was implanted. During follow up, the physician found in-stent restenosis due to the deformed stent. Although the procedure was completed with this device, the physician will treat the in-stent restenosis with another stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).